Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic-chest anastomosis procedure, that on the 8th firing of the sureform 60 stapler, the tissue pushed forward and stapling was not completed. The blade of the reload did not retract. Intuitive surgical, inc. (Isi) followed up with surgeon and obtained the following information: the surgeon chose the black reload for firing as it was his preference. The tissue push occurred with the 8th stapler fire when the surgeon was transecting the fundus of the stomach to create the gastric conduit. The tissue was exposed to radiation and chemotherapy. There was no calcification of tissue/ tissue tension/ tissue bunching/ malformed staples/ holes or gaps within the staple line. There were no holes/gaps within the staple line. There were no errors, or hard material within the stapler jaws. The surgeon did not fire over an existing staple line or use buttress material, nor were there any loose staples in the stapler jaws prior to firing. The bedside staff cleaned the stapler jaws in between fires. There was no bleeding seen as well as no unplanned tissue removal. The tissue was not injured. The surgeon used a laparoscopic stapler to complete the transection and completed the rest of the procedure robotically. The reload is available to isi for evaluation. No photographs/images are available. Demographic information is not available.

Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication is due to tissue being pushed during the stapling process. Intuitive surgical, inc. (Isi) has not received the instrument and reload involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be confirmed. A follow-up MDR will be submitted if the reload and instrument are returned (post failure analysis evaluation) or if additional information is received. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. The stapler logs were reviewed by an isi advanced failure analysis engineer (fae) and the following findings were obtained: logs show that sureform 60 stapler with part # 480460-09, lot # l10220726-0456 was installed on the system 10x and fired 10 reloads (2 white, followed by 8 black). On install 1, there was 1 pause for compression during the fire. On install 2, there were 2 incomplete clamps preceding a successful clamp and fire. The incomplete clamps failed at ~41% and ~54% respectively, and there was 1 pause for compression on this firing. On installs 3-8, and 10, there were no pauses for compression during firing. On the 9th install, there were 4 pauses for compression, but firing was successful. There were no stapler related errors in the msc logs. This complaint is being reported due to the following conclusion: during a da vinci-assisted esophagectomy transthoracic-chest anastomosis procedure, the customer reported that on the 8th firing of the sureform 60 stapler, the tissue pushed forward and stapling was not completed. The customer used a backup laparoscopic stapler and completed the staple line. The rest of the procedure was completed robotically. There was no injury to the tissue due to the tissue push.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument to perform failure analysis. The sureform 60 stapler instrument was analyzed and the reported failure was neither replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The sureform 60 stapler instrument initialized, clamped, fired, and unclamped without any issues on both attempts. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. No errors appeared during in-house testing. A review of logs showed no firing failures. No damage was found and there was no problem detected. An additional observation not reported by the site was identified. The instrument was found to have roll friction on the main tube. There is friction observed when manually rotating the main tube of the stapler compared to an in-house stapler, due to the out-of-spec bushing. A sureform black reload was also returned with the sureform 60 stapler. There was no reported complaint against this part. The reload was returned fully fired. The reload was disassembled in-house for visual inspection. The cartridge appeared to be damaged towards the distal end of the knife track. Additionally, the reload was found to have blade damage when the reload was disassembled in-house and also pusher damage near the location of the cartridge damage.

Manufacturer narrative:
An advanced failure analysis (afa) was completed. Review of the event logs showed the user made 10 successful fires with 2 white reloads and 8 black reloads during the procedure. The stapler passed all functional testing in-house. Last two firing events with black reloads had very high peak firing torques, indicating resistance during the firings. Review of the returned reload shows the reload blade stopped ~2mm from the distal end; however, all pushers are at cartridge surface and have been deployed and the blade was concealed beneath the cartridge surface. Logs show all black reloads that were fired, completed successfully. Various scratch and indentations on the cartridge surface indicate interaction with hard objects during the firing (i.e. A previous staple line). Large indentations to the knife slot, around the blade stopping point, was observed, however no material appears to be missing. Various pushers along the distal half of the reload show deformed edges. Additionally, the blade was removed and microscopically inspected. Multiple indentations to the blade cutting edge were observed. Indentations populate the top half of the cutting edge. This reload was transferred to the manufacturing engineering teams for a review into the manufacturing process. No errors pointing to a manufacturing root cause were observed. Damage to the pushers is considered a component failure.